Manufacturer narrative:
(B) (4).

Event description:
It was reported the pt experienced no stimulation sensation and a loss of therapeutic effect. Troubleshooting revealed both battery lights were solid green. There was no "on" light. A triple beep was heard up and down on both channels. A replacement was being scheduled. The pt was told impedance values were >4000 ohms. It was not suspected to be a battery issue. The impedance issue was for the pt's previous device and was previously reported in mfg report # 3004209178200805225.